Manufacturer narrative:
Explant was reported due to valve degeneration and insufficiency. The investigation found that all three leaflets had fibrous thickening, calcifications, and tears. There was fibrous pannus ingrowth on the inflow surface of leaflets 2 and 3. No inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the tears could not be conclusively determined; however, all of the tears were associated with calcifications.

Manufacturer narrative:
An event of valve degeneration and an insufficient valve was reported. A more comprehensive assessment could not be performed as the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2013, a 23mm trifecta valve was implanted. In (B)(6) 2021, the patient was hospitalized due to valve degeneration and insufficient valve. Reoperation for valve replacement was planned for (B)(6) 2021, however was delayed and a new date of reintervention has not been schedule. The patient was reported to be recovering.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2013, a 23mm trifecta valve was implanted. In (B)(6) 2021, the patient was hospitalized due to valve degeneration and insufficient valve. Reoperation for valve replacement is planned for (B)(6) 2021. The patient was reported to be recovering.